Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the device clinic for a routine device check and reported "jumping in his stomach" that had decreased in frequency over time. Inappropriate stimulation of the diaphragm was diagnosed. The device is still in use. No patient complications have been reported as a result of this event.